Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on december 13 or december 14, 2023. The current regulatory report is submitted with the latest information available at the time of submission pump was received with a missing battery cap contact. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 (variable 15) was present in the history download on 11/22/2023 15:46:29.000 due to hardware error. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay and label damage (end cap address label peeling and fading). Pump error 63 was confirmed due to hardware error. Missing battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hardware low-level failure (pump error 63). No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, the pump rewind was completed and also the insulin pump passed the self-test. The customer will continue using the insulin pump and will not be returned for analysis.